Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient is enrolled in the painfree smart shock technology study.